Event description:
A needlestick injury was received by a person in housekeeping while he was removing the trash from a waste container. The trash was directly below the sharps container and nurse cannot recall how they disposed of the needle. The worker is receiving hospital needle stick protocol and at this time all blood tests are reported to be negative. No additional information was obtained from the facility.